Manufacturer narrative:
Additional information to event description. Correction to device code.

Event description:
It was reported that the stent partially deployed. An epic vascular stent was selected for use for a balloon dilation and percutaneous interventional procedure of the iliac artery in the right lower extremity to treat arterial stenosis. The physician attempted to deploy the stent in the lesion using the thumbwheel, however, the thumbwheel could no longer be used after the top of the stent was deployed. The physician then withdrew the entire stent delivery system completely. There were no patient complications reported. It was further reported that the stent was deployed a little, and the stent was not fully apposed to the vessel walls. There was no stent damage. The procedure was completed with a different device.no patient complications were reported and the patient's status was stable.

Event description:
It was reported that the stent partially deployed. An epic vascular stent was selected for use for a balloon dilation and percutaneous interventional procedure of the iliac artery in the right lower extremity to treat arterial stenosis. The physician attempted to deploy the stent in the lesion using the thumbwheel, however, the thumbwheel could no longer be used after the top of the stent was deployed. The physician then withdrew the entire stent delivery system completely. There were no patient complications reported.